Event description:
Approximately 57 months postoperatively, the patient developed acute spinal cord compression secondary to c4-c5 herniated disc. Both myelopathy and radiculopathy were present. Surgery was considered emergent. The patient underwent c4-c5 micodiscectomy and removal of the anterior plate. Hospitalization was required. At the 60-month postoperative evaluation, it was noted that the patient's gross anatomical defect was corrected but the patient's symptoms persisted. The outcome of this event is considered pending. According to the operative report, the patient was involved in a motor vehicle accident on (B)(6) 2011 (approximately 52 months posto peratively). The patient's head struck the dashboard. The patient had a prior fusion at c5-c6 and c6-c7 and had additional stress riser at c4-c5.&#63520;findings: two large extruded disc herniated fragments compressing the spinal cord at c4-c5 and left upper plate screw mid shaft break and lower leg (left) screw mid shaft break. The two pieces broken off inside the bone were left alone as these were not retrievable. The fusion mass was then explored. The cat scan was reviewed in the operating room and there appeared to be a solid bridging fusion at both levels. Why the hardware was broken is unclear in this patient. On (B)(6) 2014, an outstanding adverse event case report form was received. The patient had occasional pain. The outcome of this event was reported as resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: post op visit date (B)(6) 2012 ae onset date: (B)(6) 2011; ae description: pt was involved in a mva that required emergent spinal cord decompression at c4-5. The pt had prior fusion surgery c5-7 and the plate was removed to access c4-5. Top and bottom left screws were found to be broken. Solid bridging of the fusion was found intraoperatively and upon further review of the cat scan taken previously. Remainder of broken screws left within the bone. Additional surgery: c5-c7 plate removal; additional surgery date: (B)(6) 2014; hospitalization: yes; additional treatment: c4-5 decompression of spinal cord, removal of c5-c7 plate, c4 microdiscectomy ae outcome: resolved; description: spinal cord decompressed, fusion fully bridged. Post op visit date (B)(6) 2012 ae onset date: (B)(6) 2012; ae description: c3-7 laminoplasty and fusion due to c2-c7 central canal stenosis. Central canal stenosis extends c2-3 to c6-7 based on CT ((B)(6) 2012). Thus the laminoplasty and fusion extends c3-7. The issue is in the different use of terminology to address bony landmarks and soft tissue landmarks, but the treatment is consistent with the diagnosed levels. Medication: yes; additional surgery: c3-7 laminoplasty and fusion; additional surgery date: (B)(6) 2012; hospitalization: yes; additional treatment: norco po prn as per the operative report, the c3-7 laminoplasty and fusion (reported in q2) included "posterior fusion with allograft bone, cervical 3,4,5,6, and 7." Ae outcome: resolved; description: patient has significant improvement in neurological function post-surgery.